Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 5 x 10mm and one unknown biomet screw were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. It addressed the first loosening event (1 of 3). Functional testing could not be performed since the products were not returned. Pre-existing condition noted on the per was moderate bone density - type ii. The products were intended for tooth #13. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2018101779) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the unknown biomet screw. Complaint history review was performed for the reported lot number (2018101779) for similar events and 2 other complaints were identified under (B)(4). & (B)(4). However, complaint history could not be reviewed for the unknown biomet screw. Based on the available information device malfunction and the reported event could not be verified since the devices were not returned and as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "yes" to "no", h6: entered evaluation codes, h10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw came loose in the patients mouth. It was retightened. This is the 1st loosening event. Tooth location # 13.